Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got replace battery now alarm and also power error was detected. Customer¿s blood glucose level was unknown at the time of the incident. Customer stated that she has been having a lot of problems with her pump lately and it is not working right. Troubleshooting was assisted and customer stated that the pump has not been exposed to temperatures below 5 degree celsius. Customer has not previously called to report power error detected. Troubleshooting was assisted for replace battery now alarm and customer stated that he did not get a low battery alert prior to the replace battery now alarm in alarm history. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer stated that there were not unattended alarms. Customer stated that the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. The customer was advised that the pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, scratched case and minor scratched lcd window.